Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector pin measuring 19.3 cm was returned for analysis. Lead insulation degradation was noted at 4.5 to 4.6 cm from the connector pin. Other damages found were sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.